Event description:
(B)(4). Same patient as: as: 2134265-2012-03811, 2134265-2012-03752, 2134265-2012-03810. Same case as: 2134265-2012-03841, 2134265-2012-03842, 2134265-2012-03881. It was reported that during a coronary stenting treatment procedure, the patient experienced cardiogenic shock, dissection and thrombus reaccumulation. The index procedure treated two target lesions. Lesion 1 was located in the 1st obtuse marginal (om). The lesion was 100% stenosed, 2.75mm in diameter and 10mm long. Lesion 2 was located in the distal left circumflex (cx). The lesion was 100% stenosed, 2.75mm in diameter and 36mm long. The left cx was crossed with a choice pt wire and dilated with a 3.0x20mm apex balloon. Post balloon angioplasty, repeat angiography revealed re accumulation of thrombus. Possible dissection was noted. The patient was in cardiogenic shock associated with severe chest pain. The 2.75x12mm study stent was placed in the ostium of the 1st om and another 2.75x38mm study stent was placed in the distal left cx. After the placement of the stents, mild haziness continued to persist. Hence, a 2.5mm apex balloons were used in kissing balloon technique to dilate the ostium of the 1st om and left cx. Post procedure residual stenosis was 0% in both the cx and om. The patient was discharged three days later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as: as: 2134265-2012-03811, 2134265-2012-03752, 2134265-2012-03810. Same case as: 2134265-2012-03841, 2134265-2012-03842, 2134265-2012-03881. It was reported that during a coronary stenting treatment procedure, the patient experienced cardiogenic shock, dissection and thrombus reaccumulation. The index procedure treated two target lesions. Lesion 1 was located in the 1st obtuse marginal (om). The lesion was 100% stenosed, 2.75mm in diameter and 10mm long. Lesion 2 was located in the distal left circumflex (cx). The lesion was 100% stenosed, 2.75mm in diameter and 36mm long. The left cx was crossed with a choice pt wire and dilated with a 3.0x20mm apex balloon. Post balloon angioplasty, repeat angiography revealed re accumulation of thrombus. Possible dissection was noted. The patient was in cardiogenic shock associated with severe chest pain. The 2.75x12mm study stent was placed in the ostium of the 1st om and another 2.75x38mm study stent was placed in the distal left cx. After the placement of the stents, mild haziness continued to persist. Hence, a 2.5mm apex balloons were used in kissing balloon technique to dilate the ostium of the 1st om and left cx. Post procedure residual stenosis was 0% in both the cx and om. The patient was discharged three days later on aspirin and clopidogrel.